Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image was not displayed due to failure of the charged coupled device unit. Additional findings include the following: the video connector contact had corrosion, and the scope mount had looseness / rattling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head video was not displayed. The issue was found during preparation for use, the intended therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image loss occurred due to communication failure caused by charged-coupled device (ccd) failure. The event can be detected/prevented by following the instructions for use which state: "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Make sure that the camera head is completely dry before use. In particular, take care to dry the video plug and its electrical contacts (see figure 7.2)". Olympus will continue to monitor field performance for this device.